Manufacturer narrative:
The hospital is in possession of the device.

Event description:
It was reported that this right atrial (ra) lead was accidentally damaged during a revision performed to replace the implanted right ventricular lead.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was accidentally damaged during a revision performed to replace the implanted right ventricular lead.